Event description:
It was reported that pump experienced malfunction indicated by malfunction code 9, with no notable events occurring beforehand. There was no reported adverse impact to the customer¿s blood glucose level. Customer contacted technical support, performed pump reset with guidance, and did not experience recurring malfunction, and customer was advised to continue using pump and to call back if malfunction occurred again.